Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. The device was unable to perform displacement test due to failed battery test alarms. The following cosmetic damage was noted on the device: cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Event description:
Customer reported via phone call that he requested a replacement of new insulin pump due to the scroll wrap feature. He stated that he did not have any issues with the device. He requested to prevent from future issues. No blood glucose was provided and no troubleshooting was performed. The device is being returned for analysis.